Event description:
During routine testing of the device at the service center, the service technician reported that the calibrator failed the flow restrictor test. The compact needle valve was replaced. The calibrator was originally returned for a cf0b error. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.